Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not returned yet.

Event description:
There was no patient involved. Red status indicator keeps flashing.

Event description:
There was no patient involved. Red status indicator keeps flashing

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 9th july 2014. Failure of the +ve battery terminal pogo pin under load. The device was returned for red status indicator. Information from the history log shows the device had failed a self-test due to a low battery on the 6th may 2018, the user would have been alerted to this with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The returned pad-pak was measured and the battery voltages were found to be consistent with that of an expiry of october 2018, and would not have been low enough to trigger a low battery warning. The fault was traced back to a failure of the +ve battery terminal pogo pin. The above report has shown that under load, the voltage fluctuation across the battery terminal pogo pins was reduced enough to cause the device to give a low battery fail. This fluctuation could not be replicated when the +ve pogo pin was replaced. The device successfully passed final unit test, h017-014-204, on the 9th july 2014. Therefore, this report concludes that the component failed after despatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.